Event description:
During t2 ph surgery, the surgeon assembled the nail to target device and inserted the nail to the patient bone. Afterwards, when the proximal screw hole and distal screw hole of the nail was done, the drill missed the target screw hole of the nail. Therefore, the surgeon fixed the screws to proximal screw hole and the distal screw hole of the nail by the freehand technique. The surgery was completed.

Manufacturer narrative:
Na